Event description:
It was reported the pt was hospitalized due to an underdose. It was stated the pt had visited their health care provider, who scheduled a catheter revision due to a disconnected catheter. Later that day, the pt vomited, was brought to the emergency room where she showed "altered mental status, bradycardia, hypotension, and became unresponsive." A pt outcome was not reported. The medication being delivered via the device was lioresal. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).